Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the communications backplane printed circuit board (pcb) and the universal serial bus (usb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.